Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was not completed because the device lot number was not provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had blood backing up into the administration set, past the air filter. They stated that it did resolve and they were able to continue the infusion. The initial reporter advised that their policy is to clamp the IV line, stop the pump and to have the patient contact the doctor. They were unable to reach their doctor and went to the emergency room to be seen by someone. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information. Those attempts were unsuccessful and no further information was provided. They stated that the patient had not been affected by the complaint. Complaint-(B)(4).